Event description:
The customer reported that the ac power led did not light with ac power plugged in. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the ac power led did not light with ac power plugged in. The device was functioning with a charged batery. The device was evaluated by a philips fse and the symptom was verified. The issue was localized to a failed ac power supply. The ac power supply was replaced to resolve the issue. The device remains at the customer site.